Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed on stored egm. Programming changes were made.

Event description:
New information received notes that when an asymptomatic patient presented remotely through merlin.net transmission, post-paced t-wave oversensing was observed again. Additional programming changes were recommended.

Event description:
New information received notes that device was reprogrammed. When the asymptomatic patient presented remotely through merlin.net transmission, post-paced t-wave oversensing was observed again. Additional programming changes were recommended.